Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a backup audible alarm. There was no patient involvement.

Manufacturer narrative:
Received one device. Visual inspection found no damage, the pumps alarm history was reviewed confirming the customers¿ complaint. The main pcb was replaced to resolve the complaint. The pump was recalibrated and tested passing all performance verification testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.